Manufacturer narrative:
Additional suspect medical device components involved in the event product family scs-ipg-r-MRI upn m365sc12320 model sc-1232 serial (b)6) lot-batch 599226.

Event description:
It was reported that the patient underwent a procedure in which a spinal cord stimulation (scs) system was implanted. Several hours after the patient woke up from surgery, he reported losing motor function of his lower extremities and could not move his legs or feet. The patient was immediately brought back into surgery that evening and the entire system was explanted. The patient is recovering well and has regained all motor function after the explant surgery. The physician does not know what caused the symptoms and does not believe it was device or procedure related. Nothing unusual occurred during the procedure. In fact, the physician noted that the patient had a capacious spinal canal, and the paddle lead was placed midline in one pass. It was also noted that neuromonitoring was used, as the physician does for all scs cases, as an extra-safety measure. Nothing unusual was noted by the neuromonitoring rep during the case.

Event description:
It was reported that the patient underwent a procedure in which a spinal cord stimulation (scs) system was implanted. Several hours after the patient woke up from surgery, he reported losing motor function of his lower extremities and could not move his legs or feet. The patient was immediately brought back into surgery that evening and the entire system was explanted. The patient is recovering well and has regained all motor function after the explant surgery. The physician does not know what caused the symptoms and does not believe it was device or procedure related. Nothing unusual occurred during the procedure. In fact, the physician noted that the patient had a capacious spinal canal, and the paddle lead was placed midline in one pass. It was also noted that neuromonitoring was used, as the physician does for all scs cases, as an extra-safety measure. Nothing unusual was noted by the neuromonitoring rep during the case.

Manufacturer narrative:
Sc-1232, serial-lot (B)(6) the returned ipg displayed typical characteristics throughout visual assessments. Sc-8336-70, serial-lot (B)(6) the lead was not returned to boston scientific.